Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found foreign material clogged in the nozzle during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain in the nozzle. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the scope cover was deformed, amount of water contact did not meet the standard value due to nozzle clogging, bending angle in up direction did not meet the standard value due to wear of angle wire, light guide lens had a crack, adhesive on distal sheath had wear and connecting tube had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope did not blow. The device was returned for evaluation. During the device evaluation, the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.